Manufacturer narrative:
Date rec'd by MFR: 26jun2019. Date of report: 28jun2019. The manufacturer's field service engineer (fse) confirmed the reported nav-ring issue. The fse reported that the touchscreen was functioning. The fse replaced the defective front bezel to address the reported problem. The unit successfully passed the required performance verification test. Further investigation of the complaint led to the finding that the touch screen was working properly at the time of the nav ring failure. The original submission of emdr (B)(4) no longer meets the criteria for a reportable event due to the finding of a functioning touch screen. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 21may2019. A follow-up report will be submitted once the evaluation is complete.

Event description:
The caller reported that the nav-ring was defective. There was no patient involvement.